Manufacturer narrative:
The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range of 4.50 ¿ 5.50 ml/hr. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a no flow issue from the distal end of the luer lock. There was no report of patient injury or medical intervention associated with this event. No additional information is available.